Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported that the device was in use on pt, but there was no pt harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete. Pt info was requested and the customer did not call back.